Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer has been waking up with high blood glucose levels during the night. The mother has noticed bent cannulas, but the customer has not rec'd any no delivery alarms. The mother stated that the only time the insulin pump has alarmed no delivery has been during troubleshooting. The mother was advised of the way the no delivery alarm works. Advised that during the night the customer is receiving a very small amount of insulin via the basal rates, and the alarm will be triggered once enough back pressure has built up. Also, suggested trying a different infusion set if the customer has had repeated bent cannulas. Nothing further was reported.